Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap total hysterectomy procedure, the hand activation buttons stopped working. Case completed with another device of the same product code. No pt consequence.